Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had pain at the battery site. The patient underwent a pocket revision wherein the battery was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.